Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of 60% stenosis due to plaque in the proximal right subclavian artery, the visi pro 035 stent experienced deformation in vivo during positioning and deployment. Moderate vessel tortuosity was reported. A non-medtronic (terumo) sheath was used. The lesion was pre-dilated with a 9mm device. No resistance was encountered when advancing the device. During removal following failed delivery, the stent came out with the balloon. A replacement visipro stent was used to complete the procedure. No patient complications have been reported as a result of this event. No intervention was performed, the stent was just removed safely from the patient. No vessel damage reported